Event description:
It was reported that the patient underwent a transplant.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was a bridge to transplant candidate, and they had received a transplant. There were no device or therapy issues that would have elevated the patient on the transplant list. The device operated as expected.

Manufacturer narrative:
B5: additional information. H6: updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.